Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the product analysis is completed. Concomitant products: carto 3 system: us catalog #: fg540000, serial #: (B)(4). Soundstar: us catalog #: sndstr10, lot #: 10846835000139. (B)(4).

Event description:
It was reported that during an lv vt procedure during pacing it was noted that the phrenic nerve was captured. The physician checked with intracardiac ultrasound and noted that there was a pericardial effusion of 0.95cm. The case was abandoned and the patient was on the table to be monitored for an hour to see if pericardiocentesis will be necessary. Approximately 8 hours later, pericardiocentesis was performed and 200cc of fluid were drained from the pericardial space. The outcome of the event was fully recovered and the prognosis for the patient was good. The physician opinion regarding the causality of the event is possible device related.

Manufacturer narrative:
(B)(4). It was reported that during an lv vt procedure during pacing it was noted that the phrenic nerve was captured and a pericardial effusion occurred. Upon receipt, the catheter was visually inspected and it was found that the shaft was bent next to the handle. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also a deflection and irrigation tests were performed and the catheter passed all tests. Since the catheter passed specifications, the root cause of the effusion remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.